Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a spinal procedure to treat "sagittal imbalance". Sometime post-operatively, the left s2 alar screw (8.5 x 80 mm) broke and the patient experienced pain. Imaging taken 51 days post-op showed the screw to be broken "at the junction between the screw head and screw thread". Reportedly, the patient did not experience any falls or trauma. A posterior spinal fusion (psf) and pedicle subtraction osteotomy (pso) of t10-s2 alar was performed and a 9.5 x 9.0mm screw was used in the same position to replace the broken s2 alar screw. A right s2 alar screw and bone graft material was added and the entire construct was reconnected with new rods and set screws as well, according to the report. No fragments of the broken screw remain in the patient and no other patient complications were reported.